Event description:
Blind unit: the device received has been classified as an unreconciled blind unit. No further information regarding this device is available.

Manufacturer narrative:
Damaged firing mechanism.